Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with an ilet reading of 381 mg/dl and a confirmatory fingerstick of 333 mg/dl after a prior reading of 202 mg/dl at bedtime; the user had been on pump therapy for approximately three weeks and reported significant scar tissue at infusion sites. Symptoms included elevated blood glucose. Outcomes included no hospitalization and management at home with troubleshooting and education. Investigation included phone-based assessment, calibration guidance, and a supervised infusion site and supply change with confirmation of insulin drops and inspection of the removed cannula, which appeared straight. Investigation of this case revealed no device alarm or malfunction observed during the call, with potential infusion-site absorption issues considered given reported scar tissue and recent set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.